Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device kbz359 batch number, and no non-conformances were identified. An opened sample of product code jb840, lot # kbz359 was returned for analysis. This product code is control release and the packet are multistrand count and each tray contains eight strands. During the visual inspection of the opened sample, three sutures were observed detached of the needle. The swage and attachment area of all needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance - breakage suture was found and the tested samples met the finished goods requirements. H3 device evaluation summary: an opened sample of product code jb840, lot # kbz359 was returned for analysis. This product code is control release and the packet are multistrand count and each tray contains eight strands. During the visual inspection of the opened sample, a suture was observed detached of the needle, six used needles and a needle/suture combination. The swage and attachment area of all needles were noted to be as expected. Two sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance - breakage suture was found and the tested samples met the finished goods requirements. An unopened sample of product code jb840, lot # kbz359 was returned for evaluation. The product code is multistrand count and the packet contains eight strands per packet. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area of the eight needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The suture was broken during surgery. There were no adverse consequences to the patient.